Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2006; cd3231-40 ICD, implanted: (B)(6) 2011; 694958 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was present on both the atrial and left ventricular leads. Both leads were capped. The atrial lead was replaced and the left ventricular lead was not as the patient's device was downgraded. No patient complications have been reported as a result of this event.